Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
Examination of the circuit board revealed a blown resistor. The switch housing contained the event and did not expose the user to unsafe conditions. The switch supplier has initiated several CAPA projects to prevent the recurrence of this problem.